Event description:
Customer's mother reported that they changed the customer's infusion set and the blood glucose readings increased to 364 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir alarm was noted in the alarm history. Customer also had a no delivery alarm and two kinked tubings. High pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 354 mg/dl. Customer called back and reported that after treating with a manual injection and reconnecting to the new infusion set his blood glucose readings dropped to 50 mg/dl and since than his blood glucose readings have increased to 170 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.